Event description:
It was reported that the patient underwent an explant for an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that all device components were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: m365sc2218500. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18565805/18011467.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.